Event description:
It was reported that the tip of the large pointer was bent at the user facility. How the issue was noticed in unknown. There was no patient involvement and no adverse consequences associated with the device. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the tip of the large pointer was bent at the user facility. How the issue was noticed in unknown. There was no patient involvement and no adverse consequences associated with the device. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event that the pointer tip was bent was duplicated; it was confirmed that the device had a bent tip and could not be validated. It is possible that bending forces caused the reported event. The device was repaired and put back into stryker stock.